Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the air detector was damaged and the downstream occlusion(dso) seal was delaminated. Both the air detector and dso seal was replaced.

Event description:
It was reported that there was cracked battery lid. And cracked top of battery compartment. The event occurred during testing.